Event description:
It was reported that the pump experienced a malfunction, identified by a specific malfunction code, but no notable events occurred beforehand. The customer's blood glucose level did not exceed 500 mg/dl, indicating it was within a safe range. Technical support provided instructions, and the customer successfully reset the pump, after which the malfunction did not recur. The customer was advised to continue using the pump and to report any recurrence of the issue.